Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2021-18021, 1627487-2021-18022, 1627487-2021-18024. It was reported the patient's supra orbital lead became superficial and was eroding through their skin. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the leads were repositioned, resolving the erosion.